Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure, upon opening the packaging of a 6f 100 cm judkins right (jr4) vista brite tip guiding catheter and inspecting the device, black spots were observed on the catheter wall. There was no reported patient injury. The condition was noted after it had been received and stored in the lab prior to use. There was no damage reported to the packaging or the device, including the shipping box, outer product box, or inner product pouch. The devices were stored according to the instructions for use (IFU), and the product was stored in the lab per the IFU. No sterile pouches were received open or compromised. One image was provided, showing dark spots on both the catheter body and the mounting card. Although the device appears to be in its packaging, it is unclear whether the package had been previously opened. The device was returned for evaluation.

Manufacturer narrative:
As reported, during the procedure, upon opening the packaging of a 6f 100 cm judkins right (jr4) vista brite tip guiding catheter and inspecting the device, black spots were observed on the catheter wall. There was no reported patient injury. The condition was noted after it had been received and stored in the lab prior to use. There was no damage reported to the packaging or the device, including the shipping box, outer product box, or inner product pouch. The devices were stored according to the instructions for use (IFU), and the product was stored in the lab per the IFU. No sterile pouches were received open or compromised. One image was provided, showing dark spots on both the catheter body and the mounting card. Although the device appears to be in its packaging, it is unclear whether the package had been previously opened. A photograph related to the reported failure under event 2025-16803 showed dark spots on a portion of the catheter body while the device appeared to be in its original sealed pouch; however, it could not be determined from the image whether the package had been previously opened, and no other anomalies were observed. The device was subsequently received for physical evaluation inside a clear plastic bag, noted to be folded to fit within the bag, with the pouch seal intact and sterility not compromised. Visual inspection identified dark black contamination embedded in the clear distal portion of the pouch and on the catheter surface, suggesting material transfer from an original source to a secondary surface. Vision system inspection confirmed the contamination was present both inside the pouch and on the catheter body. A sample of the contaminant was collected from the guiding catheter using tweezers and analyzed by ft-ir, revealing characteristic absorption bands consistent with a polymeric organic material, including aliphatic c¿h stretching vibrations, ch bending, skeletal polymer backbone vibrations, ch2 rocking vibrations, and c=o stretching associated with esters. The overall spectral characteristics and the sticky, dark appearance supported identification of the material as a synthetic rubber a product history record (phr) review of lot 18447663 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported malfunctions of ¿catheter (body/shaft) ¿ foreign material¿ and ¿packaging/pouch/box ¿ foreign material in sterile package¿ were observed during the product evaluation, with foreign material identified inside the sterile packaging and on the body of the device. Device labeling, including the instructions for use, was reviewed and was determined to be appropriate and adequate, with no labeling deficiencies identified and no evidence that labeling contributed to the reported event. Two malfunctions were referenced in the evaluation, classified as severity levels 1 and 4. Based on the available information and the low occurrence rate for this issue, a formal risk assessment was not deemed necessary. The event was determined to be isolated, with no indication of a high likelihood of recurrence or a systemic issue. Awareness training was completed to address the identified cause and to further reduce the likelihood of recurrence. No additional actions will be taken at this time.